Event description:
It was reported that the system had an alert for a high shock impedance. A review of the device downloaded data confirmed the shock impedances were high and fluctuating. This started around the end of october. The readings vary from in the 100-ohm range to greater than 250 ohms. The patient is in a wheelchair. An x-ray was done and indicated good electrode insertion into the device header. The patient had left the clinic, but the doctor may reprogram the device from the primary vector to another one. There were no known adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the system was explanted and replaced with a transvenous system. There were no additional adverse patient effects. It was reported that the system had an alert for a high shock impedance. A review of the device downloaded data confirmed the shock impedances were high and fluctuating. This started around the end of october. The readings vary from in the 100-ohm range to greater than 250 ohms. The patient is in a wheelchair. An x-ray was done and indicated good electrode insertion into the device header. The patient had left the clinic, but the doctor may reprogram the device from the primary vector to another one. There were no known adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the system was explanted and replaced with a transvenous system. There were no additional adverse patient effects. It was reported that the system had an alert for a high shock impedance. A review of the device downloaded data confirmed the shock impedances were high and fluctuating. This started around the end of october. The readings vary from in the 100-ohm range to greater than 250 ohms. The patient is in a wheelchair. An x-ray was done and indicated good electrode insertion into the device header. The patient had left the clinic, but the doctor may reprogram the device from the primary vector to another one. There were no known adverse patient effects. The system remains implanted.